Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were any noises heard such as whistling or hissing? Yes hissing as soon as the port went in. If so, did the noise prevent insufflation? Please describe the noise. Hiss and no did not prevent insufflation. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Unsure. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? If so, what device? No. Was any torque being applied to the trocar or device? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the trocar was inserted there was a hiss noise coming from it. It had not been used at this time then it continued to hiss and leak gas all the way through the procedure. Another device was used to complete the procedure. The procedure was prolonged five minutes. There were no adverse consequences for the patient.